Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-08675. It was reported that the pt went to the emergency room because of the lead incision site was opening. The physician decided to explant the entire system to avoid infection. The device was retained by the facility. Follow-up indicated the pt was discharged on oral antibiotics and was doing well. No further info is available at this time.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.